Event description:
It was reported that the lunar orca system made a crackling sound then there was no image on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There was a broken wire found in the monitor, this was repaired during the service call. The system was found to intermittently not boot up. This system is over twenty five years old, and is end of life. The customer will use the system as is, it was put back into service.